Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction occurred. In addition, the customer experienced both elevated and low blood glucose levels that were lower than 54 mg/dl and over 500 mg/dl. Customer also alleged that the battery depletes faster than expected and subsequently the pump shuts down. Customer declined to troubleshoot with tandem technical support. Customer reverted to manual injections for insulin therapy.